Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon fell apart and left pieces behind. She experienced a fever, discharge and spotting between periods. The doctor diagnosed her with a yeast infection and prescribed terconazole.